Event description:
This device triggered eri on homemonitoring, however at the most recent device check it showed full battery and again several days ago on hm. The patient had an MRI the day the device hit eri. The ICD was explanted and replaced.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos, three charging cycles were recorded to the device memory. The memory content of the device was inspected. During the inspection of the available iegms noise was observed in the atrial, ventricular and far-field channel of episode 14, recorded on (B)(6) 2018. The data further showed that the device automatically activated the battery status eos on the same day at 9:18 am. The frequency and morphology of the sensed signals of episode 14 can be most probably attributed to strong external electromagnetic fields as used by magnetic resonance imaging (MRI). In a next step, the ICD was subjected to an electrical analysis. First, a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing functions of the ICD to be normal. The eos status was removed with a technical programmer and subsequent interrogation showed the device status bos. The battery voltage of 3.10 v revealed a charged battery. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In addition, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Based on the analysis results, the eos status most likely resulted from the MRI scan mentioned in the complaint description, without prior activation of the MRI mode. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed battery status eos. This observation does not represent a battery or hybrid malfunction. The analysis did not reveal any indication of a device malfunction.